Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a false alarm for the primary audible alarm (paa) system failure. There was no patient involvement.

Manufacturer narrative:
D9: 30-jun-2025. G2: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the presence of primary audible alarm power on self-test. Functional testing was performed. The cause of the primary audible alarm issue was identified to be a faulty speaker. The speaker was replaced to address this issue. The device then passed all testing.